Event description:
During follow-up, post-paced t-wave oversensing was observed on the device. Reprogramming was suggested to resolve the event. No intervention has been performed at this time. The patient experienced no adverse consequences and will continue to be monitored. Further information has been requested but not yet received.